Manufacturer narrative:
Since the actual item was not sent, the root cause cannot be identified, but it was presumed that the event occurred due to the damage of image sensor unit(disconnection, etc.) Or breakage of the mounting components (chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The inspection method for the suggested event is described in the operation manual chapter 3 ¿preparation and inspection 3.8 inspection of the endoscopic system¿ [inspection of the endoscopic system] confirm that the wli and nbi [white light imaging and narrow band imaging] endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. It is further recommended that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, it is likely the image sensor unit was damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) On the electric board malfunctioned due to use stress, external factors, or handling. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. The following non-reportable malfunctions were found during the device evaluation: water tightness was lost due to a crack on scope connector. The bending angle in the up direction and the play of up/down knob was out of the standard value due to wear of the angle wire. The adhesive on the bending section cover was chipped. Also, water removal ability did not meet the standard value due to clogging of nozzle. Additionally, the scope connector was dirty due to water leakage, and the universal cord was sticky. The scope connector cover unit was dirty and the light guide lens had a crack. The following components were scratched: universal cord, scope, scope connector cover, scope cover, connecting tube, flexibility adjustment ring, grip, switch box, forceps elevator (fe), fe knob, right/left (r/l) knob and the control unit. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera elite colonvideoscope produced an e315 communication error during pre-use inspection of the device. The issue was found prior to the start of an unknown diagnostic procedure. A delay to the start of the procedure was reported, however the procedure was completed with a similar device. There were no reports of patient harm.